Event description:
Patient reported on (B)(6) 2013 she changed the infusion set and worked in her garden. Patient stated her blood glucose level was okay at that time. Patient reported at 00:30 am on (B)(6) 2013 her blood glucose level was 455 mg/dl. Patient stated she changed the infusion set and noticed blood in the tubing. Patient reported she took correction of 8 units of insulin via the infusion device. Patient stated at 02:30 am her blood glucose level was 313 mg/dl and then at 8 am her blood glucose level was 42 mg/dl; she drank a glass of juice, then had breakfast. Patient reported she felt sick and her blood glucose level was erratic. Patient stated in the evening, her blood glucose level was okay and she felt better. Patient reported on (B)(6) 2013 her blood glucose level was okay. Patient stated on (B)(6) 2013 her blood glucose level was 135 mg/dl, which is okay, and she changed the infusion set and noticed blood in the tubing again. Patient reported she had breakfast and took a bolus via the infusion device. Patient stated at 9:30 am her blood glucose level was approximately 300 mg/dl. Patient reported she thinks the infusion device delivery is too low amount of insulin. On (B)(6) 2013 patient reported the infusion device is working fine and her blood glucose level is okay; will not return the infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.